Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger ((B)(4)) found that there was a broken connector pin in the cable assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was re ported that the ins recharger (insr) was not charging and there was a broken connector pin. The patient requested both the insr and the desktop charger to be replaced. Additional information received from the patient on (B)(6) 2017 reported that the unit was dead and stated again that they needed both devices. A replacement insr and desktop charger were sent. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.